Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Type: international. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This case is not being reported by the customer, but (B)(4). All available information has been provided as part of this report; no further information will be forthcoming. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot (129405410/312470) combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for all other products as the required lot code(s) were not provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision total knee replacement performed. Poly insert was removed and replaced with a new poly. Patella resection and insertion was also completed as not previously done. Patient had complained of knee pain.